Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer declined the troubleshot for the high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer was treated with the manual injection. The insulin pump will not be returned for analysis.